Event description:
It was reported that the patient presented for generator upgrade procedure. During the procedure, after pocket opening it was noted that the right atrial (ra) lead exhibited insulation damage which was able to be confirmed via visual examination. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.